Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specification. Insulin pump was received with operating currents within spec. Unit passed selftest,unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test at 0.0879 inches. The motor was tested outside of device and passed. The drive support disk was inspected and no anomalies noted. Unit received with cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip and minor scratches on lcd window.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test inches. The motor was tested outside of device and passed. The drive support disk was inspected and no anomalies noted. Unit received with cracked case at display window corners, cracked belt clip slot, cracked reservoir tube lip and minor scratches on lcd window.a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that on (B)(6) 2017 the paramedics was dispatched due to low blood glucose of 29 mg/dl. The customer was sleeping at the time of the incident. They were treated with glucose tablets. They were unsure if they were wearing the insulin pump at the time of the incident. Troubleshooting was performed on the insulin pump. The insulin pump¿s programming was accurate. The reservoir was showing the same amount of insulin as shown on the status screen. Due to the customer¿s request the device will be replaced and returned for analysis.